Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing insulin leakage at the infusion site. He stated his blood glucose elevated to the 300 mg/dl range on (B)(6) 2011. His normal blood glucose range is 110-140 mg/dl. The infusion site had been in use for 36 hours. When he changed the infusion site, he found the adhesive was wet. His blood glucose decreased after changing the infusion site. He also reported experiencing soreness at the infusion sites and the adhesive does not stay on well. The pt did not require treatment from a health care professional or second party to address the issue. The alleged products were discarded. Product was replaced. No product will be returned for eval.